Event description:
It was reported that a seam tear occurred. A 14 f isleeve introducer sheath was selected and prepared. During introduction, the seam opened and was not introduced into the patient. The procedure was completed with another of the same device. No patient complications occurred. The returned product consisted of an isleeve sheath with a dilator in the lumen. The sheath and tip were microscopically examined. Two of the three seams are starting to expand. One seam is starting to expand from 7cm to 12cm from the distal tip and one seam is starting to expand from 5.5cm to 12.5cm from the distal tip. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event due to the damage. The complaint investigation conclusion code is: failure to follow instructions.

Event description:
It was reported that a seam tear occurred. A 14 f isleeve introducer sheath was selected and prepared. During introduction, the seam opened and was not introduced into the patient. The procedure was completed with another of the same device. No patient complications occurred.